Event description:
It was reported that the customer passed away in a vehicle accident while he was driving. It was stated that the customer did not stop at the stop sign. It was stated that the customer was driving home from working a night shift, and it is possible that he could fell asleep on the wheel. It was stated that two hours after death, his blood glucose reading was 452 mg/dl. It was stated that currently the (B)(4) office still has the insulin pump for further investigation. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.